Event description:
I would like to report a material safety event that occurred at the (B)(6) hospital on (B)(6) 2021. It concerns the pleurx mini kit peritoneal catheter, reference (B)(4) and lot number 0001372185. During an operation, there was a leak at the chamber (reservoir)-tubing junction. The device was changed during the intervention. There were no consequences for the patient. Loss of 2 minutes during the procedure. Unfortunately, the medical device was not kept for expertise.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001372185 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
I would like to report a material safety event that occurred at the (B)(6) hospital on (B)(6) 2021. It concerns the pleurx mini kit peritoneal catheter, reference 50-9050 and lot number 0001372185. During an operation, there was a leak at the chamber (reservoir)-tubing junction. The device was changed during the intervention. There were no consequences for the patient. Loss of 2 minutes during the procedure. Unfortunately, the medical device was not kept for expertise.